Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 240 mg/dl. Customer reported that his insulin pump malfunctioned, he stated that the insulin pump over delivered and had inaccurate readings. Customer stated that the insulin pump is not keeping track of the bolus amounts. Nothing further was reported.